Manufacturer narrative:
Complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/22/2006. Phone follow-up was conducted on 09/28/2006 and the patient's current status was provided by the implanting surgeon. To date, a completed questionnaire has not been received.

Event description:
A patient called to report, he had blurry vision following intraocular lens implant surgery. He was told by his surgeon that the lens had rotated following insertion. Telephone follow-up with the surgeon confirms the lens was positioned at 22 degrees when the lens was implanted and is now positioned a 45 degrees. Currently the patient's bcva is 20/15 and the patient is doing well with no complaints of blurred vision. No intervention is planned. The patient has asked for the same type of lens to be implanted in his fellow eye.